Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Review of the stored electrograms revealed noise. The noise was unable to be reproduced with isometrics or pocket manipulation. The next day, the patient received another inappropriate shock. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of inappropriate therapy due to noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and noise was observed on all channels. The cause of the anomaly was found to be due to a capacitor connection anomaly.